Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 2/20/2020 and placed into service on 5/15/2020 with battery pack serial number (B)(6). On (B)(6) 2023 as the battery pack depleted, the AED began flashing its red asi and chirping to indicate a battery low condition. The AED continued to chirp and flash without any evidence in the log of any human interaction to address the AED's condition until the battery pack became completely depleted on (B)(6) 2023. The cause of the AED not powering on was related to a failure to maintain the AED.

Event description:
A customer reported that their AED would not power on. They reported that this did not occur during patient use.